Manufacturer narrative:
Complaint confirmed. One unpackaged ar-4030c-08 screw fragment was received for investigation. Using digital caliper, it was determined that approximately 13.30mm of the ar-4030c-08 screw remained. Three complete threads were visible, with breakage at the proximal end of the fragment. The most likely cause of the observed condition remains undetermined. The method of bone preparation employed was not recorded, and additionally, the bone quality encountered during the procedure was not included. The breakage observed may have resulted from post-operative non-compliance based on the complaint event description, and/or improper bone preparation or off-axis insertion during the procedure.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the surgeon complains about a tibial screw breakage during anterior cruciate ligament surgery on (B)(6) 2020 with a female patient. Because patient complained postoperative that she had pain in the knee a second surgery was performed on (B)(6) 2020. During this second surgery a "free joint body" approx. 1cm of the screw (see photo) was removed. The surgeon thinks that the fractured part of the screw moved to the knee postoperatively. Update 17-nov-2020: in the first surgery on (B)(6) 2020 everything went well. Patient received the pain after first surgery. The first suspicion was, according to the surgeon, possibly an accompanying meniscus defect. Since he didn´t know it, surgeon scheduled a second surgery for (B)(6) 2020. In the second surgery, instead of a defective meniscus, he found the free-floating joint body and then noticed it was the broken screw.